Manufacturer narrative:
Unit received with reading backwards, problem isolated to lcd board. Unit had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. She inserted a battery on her new insulin pump but everything was backwards. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.